Manufacturer narrative:
The affected evita xl device was examined on site by dräger service and the logbook was evaluated. The logbook was made available to the manufacturer for examination. On the basis of the investigation results, several warm starts of the device could be confirmed in the period around midnight from (B)(6) 2020, of which the warm start on (B)(6) 2020 at 02:14 a.m. Is the reported event. The warm starts were triggered by a faulty pcb pneumatic controller. This was replaced during the repair measure. In addition, the mixer cartridges and the power supply unit, all of which are still part of the original equipment of the unit from 2005, were also replaced as a precaution. The unit behaved as specified for the fault and tried to correct the fault with warm starts. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. In the event of an unsuccessful warm start, a continuous acoustic alarm would be activated and the emergency breath valve would remain open. The warm starts are repeated until the unit is switched off. Manual ventilation with another device may be considered necessary. The logbook shows that alarms were also generated in this case, but they were muted. Since the device has alarmed the warm starts according to its specification, there was no reason for an auxiliary alarm. In the course of the repair measure, the alarms were also successfully checked. Several alarm events were provoked, whereby the warm start was alarmed according to specification and the auxiliary alarm was heard properly. No deviations of the alarm behavior with respect to the specification could be detected. The device was repaired and checked according to the test specification and put back into operation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "the device switched off while the patient was being ventilated during machine ventilation. According to the user, the device did not alarm. The auxiliary alarm was also not triggered." No patient consequences were reported.